Event description:
Room was set up for a laparoscopic partial nephrectomy. Bean bag was placed on the or table to position the patient on lateral. Nurse brought the patient to or. Patient was intubated and the team started positioning the patient. When team tried to inflate the bean bag it did not inflate properly. Transferred the patient back to stretcher. Brought the lateral positioning clamps and with the help of that device and big gel rolls, team positioned the patient laterally and started the procedure.problem was identified as a malfunction of the intake valve.======================manufacturer response for surgical positioning system, olympic vac-pac (per site reporter)======================manufacturer was notified.